Manufacturer narrative:
(B)(4).

Event description:
This lead was showing rising thresholds, a micro-dislodgement was suspected and there was loss of capture. This rv lead was successfully repositioned and remains actively implanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.